Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having symptoms ¿like before she had her implant.¿ the patient stated that the device has helped with her constipation. The patient also had a ¿stabbing pain¿ during the day that had been going ¿on and off¿ since implant. There was no known accident or incident related to the event and it happened ¿about two to three months ago.¿ the patient stated that her leads became disconnected from her device and ¿worked their way through the stomach wall.¿ the patient stated that the leads were removed but at the time of the report wanted them put back in.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had been having trouble ever since implant but she's "really had trouble for about the last month." The patient had had a cough for about the last 3 months. It was also noted that the patient had been violently throwing up because she was nauseated. The patient had an endoscopy and colonoscopy on (B)(6) 2013 and the physician told her one of the "leads came out." They were working on finding a surgeon for her to fix the lead. If additional information is received, a follow up report will be sent.

Event description:
It was previously reported that the patient had an infection when the leads worked their way through the stomach wall. The leads were removed, the infection was ¿cleaned up,¿ and the stimulator was turned off until the infection cleared. The patient was put on a weeks worth of antibiotic starting the last day of april to clear the infection. It was previously reported the colonoscopy was performed on 04/09/2013.

Manufacturer narrative:
(B)(4).